Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an improperly connected fluid delivery line. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "connections: use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module." And "connect arcticgel¿ pads: while holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. Check the surface of the device for mechanical damage prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that they have an adult arctic sun device they were borrowing to use on a neonatal patient. Nurse was asking for assistance with setting up therapy according to their protocol. They only want to program for this one case. Mis walked nurse through to adjust cool patient target temperature of 33.5c for 72 hours. Rewarm from 33.5c at rate of 0.5c/hr to target temperature of 37c. Also assisted with adjusted high-water alert to 40c and low water alert to 5c. Patient was having a procedure, but they would start as soon as it was completed. Nurse called again and stated that they obtained a neonatal pad from another facility, and they programed the device with the correct target temperature for a neonate and changed the duration. They tried to start therapy a protocol for a neonate and have alert 02 (low flow) with no flow. Nurse confirmed that mis had spoken to the ttm, who advised that they have never independently treated a neonate on an arctic sun device. They used a stat device twice during an evaluation with advice ttm. Mis asked cns if they had notified the ordering physician that they have never used an arctic sun device 5000 and nurse stated that they had. They were adamant that they were going to use the device, despite having had a discussion regarding possibly transferring the neonate to a facility familiar with hypothermia therapy with a device. Mis walked nurse through stopping therapy, emptying pad, reconnecting with proper technique, and started therapy after confirming to target temperature. Mis walked nurse through changing the low water limit to 10c from 4c adult protocol, the high-water limit to 38c from 40c adult protocol, the duration of cooling or maintenance to 72 hours, the rewarm to temperature to 36.5c, at a rate of 0.5c/hr, over 6 hours. Nurse conformed that the patient temperature was currently at 35.8c, target temperature at 33.5c, water temperature was 10.4c and flow rate was at 0.9lpm. Mis walked nurse through adjusting pad and tubing, padding the un-flanged port hole, and got flow rate up to 1.0lpm. Mis advised nurse that they need to watch the flow rate closely to make sure it is above 1.0lpm so heater would work at 100 percent capacity. Mis discussed about putting the pad in a taco position around baby, and also not putting anything between baby and pad other than a diaper.

Event description:
It was reported that they have an adult arctic sun device they were borrowing to use on a neonatal patient. Nurse was asking for assistance with setting up therapy according to their protocol. They only want to program for this one case. Mis walked nurse through to adjust cool patient target temperature of 33.5c for 72 hours. Rewarm from 33.5c at rate of 0.5c/hr to target temperature of 37c. Also assisted with adjusted high-water alert to 40c and low water alert to 5c. Patient was having a procedure, but they would start as soon as it was completed. Nurse called again and stated that they obtained a neonatal pad from another facility, and they programed the device with the correct target temperature for a neonate and changed the duration. They tried to start therapy a protocol for a neonate and have alert 02 (low flow) with no flow. Nurse confirmed that mis had spoken to the ttm, who advised that they have never independently treated a neonate on an arctic sun device. They used a stat device twice during an evaluation with advice ttm. Mis asked cns if they had notified the ordering physician that they have never used an arctic sun device 5000 and nurse stated that they had. They were adamant that they were going to use the device, despite having had a discussion regarding possibly transferring the neonate to a facility familiar with hypothermia therapy with a device. Mis walked nurse through stopping therapy, emptying pad, reconnecting with proper technique, and started therapy after confirming to target temperature. Mis walked nurse through changing the low water limit to 10c from 4c adult protocol, the high-water limit to 38c from 40c adult protocol, the duration of cooling or maintenance to 72 hours, the rewarm to temperature to 36.5c, at a rate of 0.5c/hr, over 6 hours. Nurse conformed that the patient temperature was currently at 35.8c, target temperature at 33.5c, water temperature was 10.4c and flow rate was at 0.9lpm. Mis walked nurse through adjusting pad and tubing, padding the un-flanged port hole, and got flow rate up to 1.0lpm. Mis advised nurse that they need to watch the flow rate closely to make sure it is above 1.0lpm so heater would work at 100 percent capacity. Mis discussed about putting the pad in a taco position around baby, and also not putting anything between baby and pad other than a diaper.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.